Event description:
Reporter indicated the patient had no trauma, and no x-rays were performed prior to the (B)(6) 2012, vns replacement surgery.

Event description:
Reporter indicated via clinic notes dated 01/24/2011 received to the manufacturer on 02/01/2012 that a vns patient was having increased seizures and depression approximately 7-8 months prior to the (B)(6) 2011 office visit note. The patient's vns generator has been at end of service since at least (B)(6) 2011. The relationship of the increased seizures and depression events to the vns is unknown. Surgery to replace the vns generator is planned. Attempts for further information are in progress.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient had vns surgery performed on (B)(6) 2012. During the surgery, high lead impedance was noted with the resident vns lead and new generator. The old generator was at end of service and was unable to be interrogated. A new lead and generator were implanted. As the lead pin was inserted into the new generator, a lead pin issue was ruled out and a lead fracture is more likely. The explanted vns lead and generator have been returned and are pending analysis. Reporter indicated the increased seizures and increased depression were felt to be due to the vns. The level of the seizure increase is the same as pre-vns baseline level. All of the patient's seizure types had worsened and included myoclonic, partial seizures, and generalized tonic-clonic seizures. The level of the increased depression was not provided. No medication changes, vns programming changes, or other factors contributed to the increased seizures and depression. Attempts for further information regarding the high lead impedance are in progress.

Event description:
Product analysis was completed on the returned vns generator and lead. The generator was at normal end of service. The end of service condition was determined to be the result of normal expected battery depletion, based on the battery life analysis (-2.41 years) and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. During the visual analysis of the returned 219mm portion quadfilar coils 1 and 2 appeared to be broken in the lead body area of the returned assembly. Scanning electron microscopy was performed and identified the coil break area on quadfilar coil 1 as being mechanically damaged which prevented identification of the coil fracture type with fine pitting. Scanning electron microscopy was performed and identified the coil break area on quadfilar coil 2 as having extensive pitting with mechanical damage which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. The electrode array was not returned. All attempts for further information regarding the high lead impedance have been unsuccessful to date.

Manufacturer narrative:
Suspect medical device, corrected data: the incorrect medical device (generator) was reported on the initial MDR report. The correct product (lead) is provided. Operator of device, corrected data: the operator of the device is the patient. Implant date, corrected data: the correct implant date is provided. Type of reportable event, corrected data: the overall reportability of the event is a malfunction. Device manufacture date, corrected data: the correct manufacture date is provided. Device failure is suspected.